Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, migraine and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, migraine and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain') in a 34-year-old female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, cholecystectomy, hernia repair and pap smear abnormal. Concurrent conditions included asthma, blood pressure high and rash. Family history included thyroid disorder (mother) and meniere's disease (mother). Concomitant products included cefazolin, diphenhydramine, famotidine, hyoscine (scopolamine), magnesium hydroxide, morphine sulfate, nsaids from february 2013 to march 2018, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from february 2013 to march 2018, propranolol (propanolol) since 2007 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 10 months 29 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and back pain had resolved and the migraine, menstrual disorder, depression, anxiety, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils noted in both left and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Pathology test - on (B)(6) 2018: adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety, pelvic pain female and migraines. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Following events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety/mental anguish, dysmenorrhea (cramping), fatigue, hair loss, weight gain, abdominal pain, lower back pain and migraines/headaches were added. Outcome of the event pelvic pain female was updated to recovered/resolved. Reporter information, historical, concomitant drug and medical history and lab data were added. Lot number and explant date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain') in a 34-year-old female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, cholecystectomy, hernia repair and pap smear abnormal. Concurrent conditions included asthma, blood pressure high and rash. Family history included thyroid disorder (mother) and meniere's disease (mother). Concomitant products included cefazolin, diphenhydramine, famotidine, hyoscine (scopolamine), magnesium hydroxide, morphine sulfate, nsaids from february 2013 to march 2018, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from february 2013 to march 2018, propranolol (propanolol) since 2007 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety/mental anguish"), migraine ("migraines/migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 10 months 29 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils noted in both left and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Pathology test - on (B)(6) 2018: adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety, pelvic pain female and migraines. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain') and genital haemorrhage ('bleeding') in a 34-year-old female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, cholecystectomy, hernia repair and pap smear abnormal. Concurrent conditions included asthma, blood pressure high and rash. Family history included thyroid disorder (mother) and meniere's disease (mother). Concomitant products included cefazolin, diphenhydramine, famotidine, hyoscine (scopolamine), magnesium hydroxide, morphine sulfate, nsaids from (B)(6) 2013 to (B)(6) 2018, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018, propranolol (propanolol) since 2007 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), migraine ("migraines/migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 10 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety, migraine, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils noted in both left and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88.435 kgs. Hysterosalpingogram - on (B)(6) 2013: device was successfully occluded. Result- bilateral occlusion. Pathology test - on (B)(6) 2018: adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, anxiety, pelvic pain female and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet: new event - genital bleeding added. Outcome of event genital bleeding was updated as recovered/resolved. Event verbatim updated to psychological or psychiatric problems condition: depression/ psych injury. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.